Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that during a meniscal suturing procedure treating meniscal injury. The 1st implant did not come out of the truespan peek. The device was brand new and the first use when the issue occurred. The implants and suture were not received along with the needle. The gun was received and evaluated. The sleeve was opened, and it was observed that the pusher rod was bent. It was also observed that the trigger was loose, in that there was no tension on the handle. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring. It indicates that the internal mechanism of the handle was not working. Since the implants were not received along the gun and appeared to be deployed; we cannot discern a specific root cause and this complaint cannot be confirmed. The possible root cause for damage in the gun could be related when not inserting the needle into the tissue far enough therefore blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the pusher rod all the way when the trigger was activated. When attempted to fire the first implant in the tissue, excessive force could have caused stress on the pusher rode and handle thus causing the handle mechanism to break; this can be related to a rough deployment. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l45382, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that this was a meniscal suturing procedure treating meniscal injury on (B)(6) 2020. The 1st implant did not come out of the truespan peek. The was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information received from the affiliate reported the case was completed without surgical delay or patient impact. It was also reported the device will be returned for evaluation.